Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's daughter reported the customer's blood glucose rising after changing their infusion set. The customer also began to vomit, prompting the paramedics to be called. The customer's blood glucose was over 600 mg/dl at the time of admission. Customer also experienced symptoms such as nausea and headaches from their high blood glucose. The customer's most recent blood glucose was 723 mg/dl. Troubleshooting did not find any issue with the customer's insulin pump. Troubleshooting was not completed because the customer did not have tubing clamps. Customer was advised to monitor their insulin pump. No additional information provided.